Event description:
It was reported that after several attempts to fix the lead in the right position, the helix was not extendable anymore. A new lead was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the connector pin was broken. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor connector pin was bent, the helix/lobe was distorted/bent, there was tissue on the helix and the lead appeared to have been damaged at implant. It was visually noted that the lead was received with the helix fully extended and the connector pin broken, which prevented the helix from extending or retracting.